Manufacturer narrative:
The investigation is not yet completed. Investigation results are pending. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the light was dimming, not enough light. No patient or procedure involvement. No negative impact in state of health reported.

Manufacturer narrative:
Per evaluation from the manufacturer: the device passed the quality check at the time of delivery. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics and causes the light to weak. This event is filed under internal complaint ID (B)(4).